Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, which had gradually increased from 68 to 130 ohms. The shock impedance vector was programmed to the triad configuration. The shock impedance measurements were found to be high and out-of-range when other vector configurations were tested. Boston scientific technical services (ts) was contacted for assistance and reviewed troubleshooting options. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the patient was brought in for further testing. The lead was visualized with fluoroscopy and no physical changes were noted. Non-invasive programmed stimulation procedure was performed. The device appropriately delivered shock therapy and converted the induced arrhythmia. The measured shock impedance was within normal limits. It was determined that the lead was functioning normally and no further action is planned. This product remains in service. No adverse patient effects were reported.